Event description:
The hcp reported that the pump was explanted after implant drutaton of 68 months. At the last refill .5ml was expected; 5.1 ml was aspirated. This was noted over the past 3 refills with "rising effect." The patient was reported to have received 368 mcg of baclofen instead of 500 mcg during last refill cycle. No patient symptoms were reported. The device was replaced with another device.